Manufacturer narrative:
Section b2, b5, h6: additional information.

Event description:
Patient had traveled overseas to wait for heart transplant and had been in the ICU since (B)(6) 2019 with rv failure, on and off infection, and was intotrope dependent. The likely cause of death was sepsis and vasoplegia after heart transplant.

Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6) and the reported event could not be conclusively determined. The patient, who had known right heart failure and liver derangement prior to implant and who had previously undergone inotropic therapy and an intra-aortic balloon pump (iabp), was evaluated and underwent a transplant due to the right heart failure on (B)(6) 2019. The device was not returned for evaluation. The hm3 lvas IFU lists right heart failure and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bridge to transplant patient underwent a heart transplant on (B)(6) 2019. They were elevated on the transplant list due to right heart failure and liver derangement. The device reportedly operated as expected.